Event description:
Edwards received information that a 2800 23mm valve was disabled after an implant duration of fifteen years and two month due to severe regurgitation. A sapien 3 23mm valve was implanted using the valve in valve procedure. Tee revealed no paravalvular leak or central ai and good valve position. No complications were reported. The patient was discharged home on pod #2 in stable condition.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 23 mm valve was disabled after an implant duration of fifteen years and two month due to regurgitation. A sapien 3 23 mm valve was implanted using the valve in valve procedure. No additional information was provided.